Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the forceps elevator lever locked and bending occurred due to the channel tube leaking causing water to invade the tube during the user handling of the device. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the endoscope - inspection of the bending mechanism¿. The event can be prevented by following the instructions for use which state: ¿perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed the forceps elevator lever was locked (could not disengage), due to foreign material caught in the control section. In addition, service confirmed a leak in the instrument channel, due to buckling and deformation of the channel. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the subject device angulation [forceps elevator lever] was stuck, and the forceps/instrument channel was leaking. There was no patient or procedure involved. This report is being submitted for the malfunction of forceps elevator lever locked.